Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported, that the patient's ipg was replaced. Surgical intervention resolved the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's implantable pulse generator (ipg) was unable to communicate with external devices. Manufacturer representative met with the patient and confirmed the issue. Patient indicated they had not been able to connect for "several months". Surgical intervention to replace the ipg is slated to take place at a later date.